Manufacturer narrative:
Samples received: none. Analysis and results: as no batch number is received, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K980704. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the needle detachment. The reporter indicated that the needle is permanently tearing from the thread. Per the reporter, "such product doesn t meet requirements of product safety."